Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 37224un23 did not identify an increase in complaint activity for the issue. The ticket trending review found no trends related to this issue. A device history record review did not identify any non-conformances or deviations related to lot number 37224un23 and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the alinity c ict sample diluent lot 37224un23 was identified.

Event description:
The customer observed falsely depressed sodium (na) on the alinity c processing module for one patient. The following results were provided (reference range 136-145 mmol/l): (B)(6)2024, sid (B)(6), initial result= 103 mmol/l; repeat result= 106 mmol/l; tube was inverted, repeat result= 140 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) on the alinity c processing module for one patient. The following results were provided (reference range 136-145 mmol/l): (B)(6) 2024, sid (B)(6), initial result= 103 mmol/l; repeat result= 106 mmol/l; tube was inverted, repeat result= 140 mmol/l. There was no impact to patient management reported.